Manufacturer narrative:
Concomitant medical products: 5568 lead, implanted: (B)(6) 2012, 6935 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine device replacement procedure, the patient experienced diaphragmatic and phrenic nerve stimulation due to the left ventricular lead. Follow-up with the physician's office revealed the lead was reprogrammed to resolve the stimulation; the lead remains in use. No further patient complications have been reported as a result of this event.